Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission revealed that the pulse generator exhibited post sensed t wave oversensing. The device was reprogrammed. No patient symptoms were reported.